Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination along the entire length of the device, identified no issues along the shaft. An examination of the crimped stent identified that the stent had moved slightly on the balloon. As a result the distal edge of the stent was positioned at 1mm proximal to the proximal edge of the distal markerband. No issues existed with the distal end of the stent and no stent struts were lifted. The balloon did not appear to have been subjected to any positive pressure. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left external iliac artery. A 7.0x40x75cm express ld vascular stent was selected to treat the lesion; however resistance was encountered and the device was unable to cross the lesion. When the stent was removed from the patient's body, it was found out that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left external iliac artery. A 7.0x40x75cm express ld vascular stent was selected to treat the lesion; however resistance was encountered and the device was unable to cross the lesion. When the stent was removed from the patient's body, it was found out that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.